Manufacturer narrative:
(B)(4). Batch # l5214w. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Prior to firing, were the staples protruding? Prior to firing, did the staples fall out of the device? It was reported that, ¿he touched lightly but it was fired.¿ this is not clear. Please explain. How was the procedure completed? The analysis results showed that the tlh90 device was received with no apparent damage and with a cartridge reload present on the device. The reload was received fully fired. In addition, sixteen staples were received stick on the hook. It is possible that when the device was tried to fired, it was out of range and cause the staples became loose. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested for functionality with a test cartridge and it worked as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, ¿he touched lightly but it was fired.¿ it is unknown how the procedure was completed. There were no adverse consequences for the patient reported.